Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned for analysis in two segments. The connector piece measuring 13.9 cm and the distal piece measuring 46.8 cm. External insulation abrasion was noted at 13.6-13.9 cm from the connector pin consistent with friction to the device can. Internal insulation abrasion was noted at 25.8-26.9 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.